Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Please see medwatch 3004209178-2015-92780.

Event description:
It was reported that the customer received no delivery alarms on the insulin pump. Customer's blood glucose was 96 mg/dl on the morning of this report. Customer stated he received the alert during basal rate insulin delivery. He stated he disconnected and delivered a bolus to verify the connection and reconnected. It was not possible to troubleshoot to determine the cause of the issue at the time of the report, therefore a reservoir occlusion cannot be ruled out as the cause. Nothing further reported.